Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on (B)(6) 2015 was 415 mg/dl with nausea. The reporter noted the patient was hospitalized and treated with an unspecified treatment, they remained on pump therapy, and the pump's basal rate settings were recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the total daily dose basal history was not appropriate for the programmed basal rates for known reasons: patient changing the basal program; manual pump suspension. It was determined the pump&#38112;basal settings and bolus settings were inappropriately programmed. There was no allegation or indication of either a device malfunction. This complaint is being reported because the alleged health event was attributed to use error.